Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber used in a ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a holmium lumenis p120 laser console with laser settings of 0.3 joule and 70 hertz. According to the complainant, during the procedure, it was noted that there was a diminishing laser energy coming out from the laser fiber. Upon removal of the laser fiber it was noticed that there was a crack on the fiber tip. Reportedly, the fiber tip broke off after the fiber was removed from the scope and no fragments fell inside the patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was fine after the procedure.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of fiber tip detached. Block h10: investigation results: one flexiva ID tractip 200 laser fiber was returned broken in two pieces. The first piece measured approximately 310.5 cm from top of the connector to the break. The second piece measured approximately 2.9 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared slightly used. Examination under magnification confirmed that the tip was slightly used. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during used, resulting in a misfire. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. Block h11: initial reporter facility name (block e1) updated.

Event description:
It was reported to boston scientific corporation on may 14, 2019 that a flexiva ID tractip 200 laser fiber used in a ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a holmium lumenis p120 laser console with laser settings of 0.3 joule and 70 hertz. According to the complainant, during the procedure, it was noted that there was a diminishing laser energy coming out from the laser fiber. Upon removal of the laser fiber it was noticed that there was a crack on the fiber tip. Reportedly, the fiber tip broke off after the fiber was removed from the scope and no fragments fell inside the patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was fine after the procedure.